Event description:
It was reported that the impedance increased from 80 ohms to greater than 200 ohms following a lead repositioning and trouble-shooting, where the df-1 pin was not secured and produced impedances greater than 200 ohms. Further information reported low impedance and apparent conductor failure. The lead was removed and not replaced at that time because a new defibrillation lead was unable to be implanted. Additional information was later received stating the patient had received inappropriate shocks. The physician re-opened and tightened the setscrew. Noise was still noted on the lead. An ipg and new rv lead was later implanted. There were no further reported patient complications.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: defib conductor was fractured; partial lead in segments was returned for analysis.